Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d10, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Additional associated products and mdrs: knee-unknown-femoral-unknown. MDR: 0001822565-2021-02075. Knee-unknown-bearing-unknown. MDR: 0001822565-2021-02076.

Manufacturer narrative:
(B)(4). Report source- literature : bini, s.a., chen, y., khatod, m., paxton, e.w. (2013). Does pre-coating total knee tibial implants affect the risk of aseptic revision. Bone joint j ;95-b,367-70. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A journal article was retrieved from the bone & joint that reported a study from the united states of america that looked at pre-coating tibial knee implants and its risk for aseptic revision. The purpose of the study was to determine the early aseptic revision rates of two tibial components with identical geometry and instrumentation but differ in one being pre-coated and other not. The study reviewed 13,835 patients with precoated tibial implant and 2,713 patients without pre-coating. The study population had a 92.4% and 92.8% of its study population age greater than or equal to 55 years at time of surgery. Complaint 21: the study reported five (5) patients within the non-pre-coating group who underwent revision for pain.